Event description:
It was reported by the rep that the (q) pmw35 was used during a varicous vein procedure. It was reported that the leg skin incision was closed with the pmw35 and the surgeon wiped off the wound with a wet lap sponge, this caused the staples to come out of the wound. The surgeon noticed that the staples were not fully closed on one of the legs. The case was completed with a prr35 and there was no consequence to the pt.